Event description:
On (B) (6) 2009 the pt reported that he removed the insulin cartridge from his infusion device and the plunger became stuck to the piston rod of the infusion device. He stated that a little insulin spilled into the cartridge compartment of the infusion device. He was instructed how to remove the plunger from the piston rod and he was educated on the proper procedure for removing the insulin cartridge from the insulin device. He cleaned the cartridge compartment with a cotton swab. No physiological effects were reported. Upon follow up on (B) (6) 2009, the pt stated that the infusion device showed no signs of moisture. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.